Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Was confirmed that oxidation (discolored yellow at load part) and damage, peeling (like delamination) at surface layer of polyethylene on the top of the insert. Infection was also noted.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the received device was forwarded to commercialized product development for evaluation. Review of the received device confirms the reported event. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.